Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, which resolved the issue, and they were instructed to call back if the malfunction code reappeared.